Event description:
Factory analysis of a returned blower and power management pcb board revealed failed bearings in the blower, which caused a high current and resulted in damage to components on the power management pcb board. The reported component damage may result in a 35 volt supply failure and a shutdown of the ventilator during use in normal ventilation operation. Upon loss of power, a power fail alarm will activate and alternative ventilation should be provided. The device had been serviced due to contamination and physical damage during transit. It is unknown if device decontamination or damage caused or contributed to the reported analysis findings.